Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had five bands attached, one band was torn, and the other bands were moved and overlapped. The handle slot had evidence that the trip wire was secured. The ligator housing teeth were not damaged. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that one band was torn, and the remaining bands were moved and overlapped. This suggests the inability of the device to deploy the bands which could have been due to do the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. It is possible that if excessive force was applied to the handle to deploy the bands, these might end up overlapping to each other. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2023. During the procedure, after deploying the first band, it was noticed that the fourth and fifth bands were moved on top of the other bands. A second speedband superview super 7; however, it had the same problem. The scope was just removed and the ligator was replaced. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (b)(3) 2023. During the procedure, after deploying the first band, it was noticed that the fourth and fifth bands were moved on top of the other bands. A second speedband superview super 7; however, it had the same problem. The scope was just removed and the ligator was replaced. The procedure was completed with a third speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.